Event description:
It was reported that a pt wearing a depuy acromed halo had expired. The pt suffered a broken neck due to an accident. The pt was treated with a halo. It was reported that the pt was transferred 3 or 4 times between hosps, ending up in a rehabilitation center. During the pt's care there, the pt was moved and the halo got caught on the bedrail. The pt reported feeling a sharp pain. Within a week, the pt became a quadriplegic and expired in 2001. Based on the reported info, this event is not device related. It is related to the pt's care. The pt's family has retained the halo and it is not being returned for eval. No further action can be taken at this time.

Event description:
It was reported to depuy acromed thaa a pt expired while wearing a depuy acromed device. According to the complainant, the pt broke his neck and was placed in a bremer halo. He was transferred 3 or 4 times between hospitals due to insurance issues. It was reported that during his care in a rehabilitation center, the pt was being moved and the halo got caught on the bedrail. The pt complained of pain and within a short period of time became quadriplegic and expired on 8/19/2001. The pt's family will not release the halo for eval. The lot number was not provided. No further investigation could be performed. Based on the info made available to depuy acromed, the death of the pt is most likely not device related, but due to the improper care the pt received at the hosp. No further action can be taken.